Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pruritus ('a lot of itching on skin and the skin of the head') in a female patient who had essure (batch no. E2/3411800) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. According to the reporter, the patient had no relevant medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced palpitations ("palpitations"), fatigue ("fatigue"), abdominal pain upper ("stomach-ache") and mood altered ("mood changes") and was found to have weight increased ("weight gain"), 7 months 9 days after insertion of essure. On (B)(6) 2019, the patient experienced headache ("headache"). On (B)(6) 2020, the patient experienced pruritus (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the pruritus, headache, palpitations, fatigue, weight increased, abdominal pain upper and mood altered had not resolved. The reporter considered abdominal pain upper, fatigue, headache, mood altered, palpitations, pruritus and weight increased to be related to essure. The reporter commented: the events were not yet treated. However, soon her oviducts will be removed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-mar-2021: essure insertion date was updated, is still ongoing, lot number and indication provided; medical device removal deleted as event and new events added; outcome not recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pruritus ('a lot of itching on skin and the skin of the head') in a female patient who had essure (batch no. E2/3411800-not valid) inserted for sterilisation. The occurrence of additional non-serious events is detailed below. According to the reporter, the patient had no relevant medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced palpitations ("palpitations"), fatigue ("fatigue"), abdominal pain upper ("stomach-ache") and mood altered ("mood changes") and was found to have weight increased ("weight gain"), 7 months 9 days after insertion of essure. On (B)(6) 2019, the patient experienced headache ("headache"). On (B)(6) 2020, the patient experienced pruritus (seriousness criterion medically significant). Essure treatment was ongoing at the time of the report. At the time of the report, the pruritus, headache, palpitations, fatigue, weight increased, abdominal pain upper and mood altered had not resolved. The reporter considered abdominal pain upper, fatigue, headache, mood altered, palpitations, pruritus and weight increased to be related to essure. The reporter commented: the events were not yet treated. However, soon her oviducts will be removed. This lot is invalid: # e2/3411800. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received an invalid lot number. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign body material has been removed') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-mar-2021: quality safety evaluation of ptc. On 18-mar-2021: ha number received: it2044840. No valid lot number was provided. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). A lot of itching on skin and the skin of the head [pruritus]. Headache [headache]. Palpitations [palpitations]. Fatigue [fatigue]. Weight gain [weight gain]. Stomach-ache [abdominal pain upper]. Mood changes [mood change]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pruritus ("a lot of itching on skin and the skin of the head") in a female patient who had essure inserted (lot no. E2/3411800-not valid) for sterilisation. Additional non-serious events are detailed below. According to the reporter, the patient had no relevant medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 222 days after essure insertion, she experienced palpitations ("palpitations"), fatigue ("fatigue"), abdominal pain upper ("stomach-ache") and mood altered ("mood changes") and was found to have weight increased ("weight gain"). On (B)(6) 2019 she experienced headache ("headache"). On (B)(6) 2020 she experienced pruritus (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, none of the events had resolved. The reporter considered abdominal pain upper, fatigue, headache, mood altered, palpitations, pruritus and weight increased to be related to essure administration. The reporter commented: the events were not yet treated. However, soon her oviducts will be removed. Discrepancy noted in essure insertion date (B)(6) 2014. This lot is not valid: # e2/3411800. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-jun-2025: essure removal details are updated. Action take with drug is updated. Reporter causality comment updated with essure insertion date discrepancy. Case comments: we received an invalid lot number. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). A lot of itching on skin and the skin of the head [pruritus] headache [headache] palpitations [palpitations] fatigue [fatigue] weight gain [weight gain] stomach-ache [abdominal pain upper] mood changes [mood change]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pruritus ("a lot of itching on skin and the skin of the head") in a female patient who had essure inserted (lot no. E2/3411800-not valid) for sterilisation. Additional non-serious events are detailed below. According to the reporter, the patient had no relevant medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 222 days after essure insertion, she experienced palpitations ("palpitations"), fatigue ("fatigue"), abdominal pain upper ("stomach-ache") and mood altered ("mood changes") and was found to have weight increased ("weight gain"). On (B)(6) 2019 she experienced headache ("headache"). On (B)(6) 2020 she experienced pruritus (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, none of the events had resolved. The reporter considered abdominal pain upper, fatigue, headache, mood altered, palpitations, pruritus and weight increased to be related to essure administration. The reporter commented: the events were not yet treated. However, soon her oviducts will be removed. Discrepancy noted in essure insertion date (B)(6) 2014. This lot is not valid: # e2/3411800. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-jun-2025: upon internal verification it was identified that argus cases (B)(4) are duplicate of each other therefore argus case (B)(4) needs to nullify from argus database. All source documents, references & all relevant information has been transferred to retention case. (Legacy device number (B)(4)). Case comments: we received an invalid lot number. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.